Manufacturer narrative:
Final analysis found that the insulation was abraded at 16.4cm to 16.5cm and 16.6cm to 16.7cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. Other damages found on the lead are consistent with those occurring at the time of explant. (B)(4).

Event description:
It was reported that the right atrial lead exhibited noise and capture anomaly. The patient presented to the operating room on (B)(6) 2015 for lead revision. The lead was explanted and replaced. Physician used micropuncture to remove the lead which caused a small hole on the side of the lead. No further information was available.

Event description:
New information stated the patient was discharged the day after operation.